Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during the initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The home patient (hp) did not verify if the patient line was properly primed before connecting. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted in clearing the alarm. The patient was to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.